Manufacturer narrative:
Other, other text: additional information updated d 3 and h 4.

Event description:
Additional information on lot number 3858243.

Manufacturer narrative:
Other, other text: no product was returned. If the product is returned, smiths medical will reopen this complaint for further investigation. The following are relevant documents which were reviewed and deemed adequate and correct with respect to testing and inspection activities: mp tpol-tj085 rev. 003 polar tracheal tube - assemble dry cuff to thracheal tube. Mp tpol-tj130 rev 104 polar tracheal tube - bell out, fit inflation line, inflate cuff and pressure decay test. Qp tpol-tj rev 105 tracheal polar line assembly and packaging. Rmp 1059 rev. 000 - risk management plan for polar tracheal tubes. 10016024-002 rev. 100 ? Instructions for use - tracheal tubes. According to rmp 1059 rev. 000 appendix 1 ?pfmea for polar tracheal tubes? The occurrence for this failure condition could be caused by: 1) method not followed (the operator did not remove the thf excess from the inflation line) for this occurrence the mitigation to detect this are: per mp tpol-tj130, 100% leak and evacuate test in line and 100% visual inspection. Per qp tpol-tj visual inspection, leak and evacuation test, aql 1.0/g-I per mp tpol-tj130 rev 104: production performs a 100% visual inspection and inflation test to the inflation line and the cuff. Per qp tpol-tj rev 105: quality takes a sample using an aql 1.0 and a level inspection g-I in order verify the visual inspection and audit leak test. Customer reported: ?cuff failed to inflate in 4 consecutive nasal endotracheal tubes. No root cause could been determined since the complaint was not confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. No actions taken were performed since the complaint was not confirmed

Event description:
Investigation completed and summarized in h 10.

Event description:
Investigation completed and summarized.

Manufacturer narrative:
Other text: no product was returned. If the product is returned, smiths medical will reopen this complaint for further investigation. The following are relevant documents which were reviewed and deemed adequate and correct with respect to testing and inspection activities: mp tpol-tj085 rev. 003 polar tracheal tube - assemble dry cuff to thracheal tube. Mp tpol-tj130 rev 104 polar tracheal tube - bell out, fit inflation line, inflate cuff and pressure decay test. Qp tpol-tj rev 105 tracheal polar line assembly and packaging. Rmp 1059 rev. 000 - risk management plan for polar tracheal tubes. 10016024-002 rev. 100 instructions for use - tracheal tubes. According to rmp 1059 rev. 000 appendix 1? Pfmea for polar tracheal tubes? The occurrence for this failure condition could be caused by: 1) method not followed (the operator did not remove the thf excess from the inflation line) for this occurrence the mitigation to detect this are: per mp tpol-tj130, 100% leak and evacuate test in line and 100% visual inspection. Per qp tpol-tj visual inspection, leak and evacuation test, aql 1.0/g-I per mp tpol-tj130 rev 104: production performs a 100% visual inspection and inflation test to the inflation line and the cuff. Per qp tpol-tj rev 105: quality takes a sample using an aql 1.0 and a level inspection g-I in order verify the visual inspection and audit leak test. Customer reported: cuff failed to inflate in 4 consecutive nasal endotracheal tubes. No root cause could been determined since the complaint was not confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. No actions taken were performed since the complaint was not confirmed.

Event description:
It was reported the device cuff did not inflate. No adverse effects reported.